Manufacturer narrative:
Analysis of the returned device indicated that visually, there was no damage or anomalies in the construction of the device that would have resulted in the reported event. The tip fit securely in the handle. The resistance of the assembly shall measure less than 0.3ohms while using a 4-wire ohm meter (a 2-wire meter was used in lieu of the 4 wire); the actual measurement was 0.2 ohm. There was no intermittent behavior while manipulating the tip, connector, and wire. The probe was plugged into a nim system (with a patient simulator) using 1.0 ma stimulating current and 100uv threshold; when stimulating, the system consistently returned 1.02 ma and a waveform / event tone over 300uv. There was no out of specification condition identified as it relates to the complaint. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional reported that they were not getting readings occasionally when wiggling the cable and the second probe would work only when holding the tip at 90 degrees to the simulator. The tip was bent on the second probe. The device was tested with original probe and test probe. The original probe wouldn¿t respond occasionally. The device was tested with an electrode check and all probes tested 0.6 kohms. Went to monitor mode and tested with biomed probe. All for channels on sim one and sim two gave around 150 uv reading on screen. They confirmed the issue was with probe and not the unit. It was noted that there was no patient impact.